Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients ipg pocket site was not healing and had signs of wound dehiscence. There was no sign of infection as confirmed by physician. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.